Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h11. Corrected fields; h6.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) ECG / battery pressure not reading. It was switched on and off and still not working. No harm or injury was reported.

Manufacturer narrative:
Additional contact details: event site state and postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and stated that service is not yet completed as the parts are not yet available to be replaced. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. Service is not yet completed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h10. A getinge field service engineer (fse) evaluated and confirmed unit will require a new battery but the customer does not wish to purchase as the unit is to be discontinued. H3 other text: customer does not wish to purchase as the unit is to be discontinued.

Event description:
N/a.